Manufacturer narrative:
(B)(4). Visual and dimensional analysis was performed on the returned device. The reported failure to advance, difficult to remove and device operates differently were unable to be replicated in a testing environment as they were based on operational circumstances. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous distal left anterior descending (lad) coronary artery. A 3.5x33mm rx xience alpine drug-eluting stent (des) system was advanced but failed to cross the lesion. The failure to cross was not due to patient anatomy; reportedly the stent felt very heavy and different from usual when advancing it through the vessels, and was difficult to steer (torque). The xience alpine was withdrawn from the vessel against resistance. Another unspecified device crossed the lesion. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.